Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address these issues.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.